Manufacturer narrative:
Correction in desc evt problem. Change in manufacturing date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm for a fenestration. It was reported that the surgical procedure was changed based on the intraoperative judgment and fenestration was selected. The surgical procedure was changed from med to fenestration. The handle of the flexible arm was stuck and the fixing function was impaired, so it was in a status that the flexible arm could not be used. The handle of the flexible arm repaired in (B)(6) 2020 could not be fixed. The handle screw was worn when the product was sent to the repair team. There was no significant change in usage and frequency of use. The product did not come in contact with the patient after it was broken. The handle of the flexible arm was stuck and the fixing function was impaired, so it was in a status that the flexible arm could not be used. Because the period was short since the last repair, it was concerned that there was problem with repair. It is unknown if there were no patient symptoms or complications as a result of this event. The pre-op diagnosis was lcs. There was a less than 60 minute delay in overall procedure time as a result of this event. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.

Manufacturer narrative:
Analysis summary: part #9560524, lot #my19a001: the handle screw is stacked with almost no protrusion from the handle, and the threads directly below the handle are deformed. Even if tighten handle, it is stuck with handle screw and you cannot tighten or loosen it. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm for a fenestration. It was reported that the surgical procedure was changed based on the intraoperative judgment and fenestration was selected. The surgical procedure was changed from med to fenestration. The handle of the flexible arm was stuck and the fixing function was impaired, so it was in a status that the flexible arm could not be used. The handle of the flexible arm repaired in (B)(6) 2020 could not be fixed. The handle screw was worn when the product was sent to the repair team. There was no significant change in usage and frequency of use. The product did not come in contact with the patient after it was broken. The handle of the flexible arm was stuck and the fixing function was impaired, so it was in a status that the flexible arm could not be used. Because the period was short since the last repair, it was concerned that there was problem with repair. The handle screw is stacked with almost no protrusion from the handle, and the threads directly below the handle are deformed. Even if tighten handle, it is stuck with handle screw and you cannot tighten or loosen it. It is unknown if there were no patient symptoms or complications as a result of this event. The pre-op diagnosis was lcs. There was a less than 60 minute delay in overall procedure time as a result of this event. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.